Event description:
It was reported that, "pt had left total knee approx 4 years ago. Have always had some pain, but has grown worse over past year. Infection ruled out. Revision performed and discovered tibial component was loose with no bonding of cement to tibial base plate. Cement will fix to bone."

Manufacturer narrative:
Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.